Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the introducer sheath. Visual inspection of the device revealed that the proximal contact and main coil were kinked. The main coil was stretched as well. The reported coil break could not be confirmed during analysis. During functional testing, the coil was pushed through the introducer sheath with friction and the coil could not be inserted into a demonstration microcatheter due to friction as well. The device was confirmed to be in good condition prior to use. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the coil was retreived from the microcatheter, it was found to be broken. There were no reported clinical consequences to the patient.

Event description:
It was reported that when the coil was retrieved from the microcatheter, it was found to be broken. There were no reported clinical consequences to the patient.